Event description:
On 12/10/04, the pt contacted lifescan and reported that her one touch ultra meter kept showing the battery symbol even after replacing the battery. Medical affairs specialist called and spoke with the pt on 12/14/04, and she provided add'l info. About three weeks ago, the pt noticed the battery symbol on her meter. She did not change the battery at this time since she was still able to test on the meter. Two weeks ago, she tested on her meter in the morning and received a "higher than normal result" (exact result was not provided). She had a stomachache and a fever at the time of testing. She was taken to the hospital by a family member. At the hospital, her blood glucose result on their meter was between "160-180 mg/dl". She was given insulin there (dosage and type of insulin was not provided). She further stated that she had not taken her insulin dosage that morning after testing on the meter. She was hospitalized for 2 weeks, but her admission was not due to her diabetes. She does have other health issues, which she did not prefer to discuss. After being released from the hospital, she replaced the batteries in the meter, but the display still showed the battery symbol. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. The meter was functioning correctly at the time of concern. This case is reported as a meter malfunction since the meter still displayed the battery symbol after replacing the battery. Replacement meter, test strips, and control solution were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.